Event description:
It was reported that the patient underwent a spinal procedure using counter torque wrench to break of the setscrew in 2008. While the surgeon was twisting off a locking screw, the counter torque wrench detached from the screw tab and damaged the dura mater. The surgeon repaired the dura mater. It was reported that the patient was doing well post-op.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.